Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A health professional reported that multiple knives have been blunt over the past few weeks. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that there has been no impact to any patient.